Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that an ophthalmic handpiece would not provide phacoemulsification power during cataract surgery and was replaced with another handpiece. The replacement handpiece had a priming issue due to a loose tip, causing a ten-minute delay in the middle of the surgery. This delay led to patient movement and incontinence, that resulted in change of procedure to an anterior vitrectomy. The patient experienced hemorrhage eventually at the end of the procedure. The patient's current condition is unknown. This report pertains to replaced handpiece that had priming issue due to loose tip which eventually resulted in a hemorrhage at the end of the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.